Event description:
The customer reported to olympus that the patient was undergoing a colonoscopy using a evis exera iii colonovideoscope and a polyp was discovered. The device was being used for a polypectomy and it functioned properly during the cautery portion of the polyp removal, however when the doctor attempted to use the "cut" function, there was no response and no noise produced by the cautery box. As a result of the device issue, a clip was placed at the area of the polypectomy due to bleeding from the site.